Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. There were wear marks in the hexagonal opening. There appears to be damage on the outer lip of the hexagonal opening. A functional evaluation was conducted. The device could not be slid onto a test hexagonal bar. It could not be slid at all on the damaged lip side. If inserted the other direction it would slide the length of the hexagonal opening until it reached the damaged lip side of the opening and it would stop. An analysis of the customer provided images appears to show the intubation bar attached to a hex shaft. It appears that the intubation bar was not sliding onto the hex shaft beyond the very edge of the hex bar. The complaint was confirmed. Factors that could have contributed to the reported event include inadvertent impact inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during arthroscopy procedure, outside the patient, the intubation draper bar could not be attached to a head rest, came off during the surgery. The procedure was completed with the same device to strengthen the fixation by surgical drape. No surgical delay. No patient injuries and complications were reported.